Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetes educator reported via phone call that the customer was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The patient was treated in the ER with insulin drip and fluids. Prior to the diabetic ketoacidosis, the patient was suffering from the flu. Troubleshooting was initiated and the insulin pump was able to prime without incident. There were no reservoir or infusion set leaks either. A self test was completed as well. The insulin pump was not returned for analysis.